Event description:
Customer called and complained of low reservoir alarm. Customer also stated that they were hospitalized one week ago for low bgs and two weeks ago was hospitalized for blood clot in brain. Customer stated drs had removed pt from the pump and when they went back on pump drs had reprogrammed basal rate too high. Customer stated they were found unconscious at home and admitted to hosp. Customer stated that pump has since been reprogrammed and is working ok.